Event description:
It was reported via medwatch that when the nurse attempted to luer lock the arterial line of the gambro prisma set to the catheter, the luer lock kept turning around and would not lock. Three different sets of tubing were used and the catheter was changed, but the nurse continued to experience problems of the luer lock not securing. Finally the tubing was secured with tape and the nurse remained at the pt's bedside to ensure the integrity of the line. There was no sequelae to the pt. All lines were sent to gambro for evaluation.